Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32386. It was reported that the leads had pulled out of the dorsal root. Surgery occurred during which the leads were explanted and replaced to address the issue.